Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; 407458 lead, therapy date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and failure to capture were observed on the right atrial (ra) lead. Reprogramming was performed, and a lead replacement was planned. The lead remains in use. No patient complications have been reported as a result of this event.